Event description:
It was reported that a faradrive sheath that was selected for use during a myocardial ablation procedure exhibited air ingress. A pump with a flow rate of 30ml/h was used as the irrigation method of the sheath. No issues were noted during preparation of the sheath. Continuous air aspiration in the sheath was noted when the catheter was switched from the farawave to the rf catheter. Air was observed at the faradrive sheath flushing port. No air was noted in the patient and no fluid leak was noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a faradrive sheath that was selected for use during a myocardial ablation procedure exhibited air ingress. A pump with a flow rate of 30ml/h was used as the irrigation method of the sheath. No issues were noted during preparation of the sheath. Continuous air aspiration in the sheath was noted when the catheter was switched from the farawave to the rf catheter. Air was observed at the faradrive sheath flushing port. No air was noted in the patient and no fluid leak was noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.